Event description:
It was reported that during hip arthroscopy, when they went to pull on the anchor the handle came off and the metal shaft stayed attached to the anchor. They twisted it and used a grip vice to remove the metal shaft. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of the shaft coming free from the handle. The anchors inner plug remains attached to the inner shaft. The knurl on the shaft had no visual discrepancies that could contribute to this failure and measured within specification. The handle was visually inspected and sinks were noticed on the inner diameter of the shaft; specifically, the area where the shaft and handle interact to create an interference fit. The handle was cross sectioned horizontally to access the inner diameter of the shaft and measure the sinks present. The sinks were measured and found to be within print specifications. Through this investigation it was determined that the features involved in creating a secure fit between the handle and shaft are within specification and do not indicate they contributed to this failure. Because no out of specification conditions were found.